Event description:
It was reported that the anatomy alignment ring on the nexframe socket assembly would not turn freely. When the physician attempted to turn the anatomy alignment ring it was noted that it was restricted from moving. The physician then had to re-do the targeting sequence during the case after making an adjustment to the ring component. There were no reported negative effects for the patient. It was noted that this occurred on 2 of the nexframe socket assembly devices. See manufacturer¿s report # 3007566237-2014-00555 for information on the other device.

Manufacturer narrative:
Concomitant medical products: product ID: db-2040-st, lot# 082505613b, product type: accessory. (B)(4). Analysis of the nexframe socket assembly model db-2040 serial # (B)(4) showed that the anatomy alignment ring did not turn freely in the socket assembly. Resistance was felt and was not consistent with a known good socket assembly and alignment ring. Eval ¿ results: nexframe socket assembly.